Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("test positive for nickel") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Previously administered products included for an unreported indication: yaz. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and menorrhagia ("disabling menorrhagia"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain and menorrhagia outcome was unknown. The reporter considered allergy to metals, menorrhagia and pelvic pain to be related to essure. The reporter commented: the uterine cavity did not present with anomaly. Both ostia were visible. After micro-implants were released, it was observed that they were placed correctly. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: positive for nickel. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history and events pain and disabling menorrhagia added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("test positive for nickel") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Previously administered products included for an unreported indication: yaz. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and menorrhagia ("disabling menorrhagia"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain and menorrhagia outcome was unknown. The reporter considered allergy to metals, menorrhagia and pelvic pain to be related to essure. The reporter commented: the uterine cavity did not present with anomaly. Both ostia were visible. After micro-implants were released, it was observed that they were placed correctly. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: positive for nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("test positive for nickel") in a 39 year-old female patient who had essure inserted (lot no. B44008) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3. Previously administered products included: yaz. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016 she experienced vertigo ("vertigo"), migraine ("migraine") and muscular weakness ("right leg did not hold up when walking / walking disorder"). Essure was removed on (B)(6) 2017. On unknown date she experienced allergy to metals (seriousness criteria medically important and intervention required), pelvic pain ("pain"), heavy menstrual bleeding ("disabling menorrhagia"), nervous system disorder ("neurological disorders"), asthenia ("significant asthenia") and paralysis ("paralysis attack"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, muscular weakness, nervous system disorder, asthenia and paralysis had not resolved. The outcomes for allergy to metals, heavy menstrual bleeding, vertigo and migraine were unknown. The reporter considered allergy to metals, heavy menstrual bleeding and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to vertigo, migraine, muscular weakness, nervous system disorder, asthenia or paralysis. The reporter commented: the uterine cavity did not present with anomaly. Both ostia were visible. After micro-implants were released, it was observed that they were placed correctly. Discrepancy noted in essure removal date: on (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: positive for nickel. The most recent follow-up information incorporated above includes data received on: 25-mar-2024: new events vertigo, migraine, right leg did not hold up when walking, neurological disorders, significant asthenia, paralysis are added. Lot number added. Reporter causality comment (essure removal date discrepancy) updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("test positive for nickel") in a 39 year-old female patient who had essure inserted (lot no. B44008) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3. Previously administered products included: yaz. On (B)(6) 2013, the patient had essure inserted. In february 2016 she experienced vertigo ("vertigo"), migraine ("migraine") and muscular weakness ("right leg did not hold up when walking / walking disorder"). On unknown date she experienced allergy to metals (seriousness criteria medically important and intervention required), pelvic pain ("pain"), heavy menstrual bleeding ("disabling menorrhagia"), nervous system disorder ("neurological disorders"), asthenia ("significant asthenia") and paralysis ("paralysis attack"). Essure was removed on (B)(6) 2017. The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, muscular weakness, nervous system disorder, asthenia and paralysis had not resolved. The outcomes for allergy to metals, heavy menstrual bleeding, vertigo and migraine were unknown. The reporter considered allergy to metals, heavy menstrual bleeding and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to vertigo, migraine, muscular weakness, nervous system disorder, asthenia or paralysis. The reporter commented: the uterine cavity did not present with anomaly. Both ostia were visible. After micro-implants were released, it was observed that they were placed correctly. Discrepancy noted in essure removal date: (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: positive for nickel. Batch no b44008, production date~2013-06-21, expiration date 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-apr-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("test positive for nickel") in an adult female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.